Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that presence of foreign matter occurred. The target lesion was located in the superior vena cava. A 14 x 60mm x 75cm wallstent-uni¿ endoprosthesis was selected for use and advanced to relieve pressure from a lung cancer tumor; however, during the procedure, the physician encountered difficulty in advancing the device over the guidewire. The stent was removed and upon inspection, the physician noted debris surrounding the hole of the nosecone of the stent. The physician reported that the debris looked like a glue or plastic from the tip, stuck and attached to the nosecone of the wallstent. The debris doesn't look like a debris from the guidewire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.